Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with stained serial number label, cracked select button keypad overlay, broken belt clip rails and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that there was damage on the belt clip ridge of the insulin pump. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.